Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm vessel. A mosquito introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, a 6.0x100, 75cm mustang¿ balloon catheter was advanced for predilation. However, upon the 1st inflation, the balloon rupture at 24 atmospheres after a duration of 30 seconds. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.